Manufacturer narrative:
720185-01. 1000279425. Reservoir flat iz 100 ml.

Event description:
It was reported that patient called to report that the implant he had in 2015 failed earlier this year. He said it would not inflate. He saw his urologist who performed a revision surgery on 8/12/2019. He states that when he went in for his 6 week follow up that they were not able to get his device to inflate. He is now scheduled for a revision on (B)(6) 2019. He called to inquire about the warranty on both the first device (2015) and the device he now has installed. Patient liaison explained the warranty process in that the cost of the device at the time it was implanted would be refunded to the hospital. The device must be returned to boston scientific for analysis. The patient said he was told that the device (2015) was not under warranty by the physician. Additional information was received. Patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). Implant had a hole in cylinder. All components were explanted and replaced. No adverse patient effects. Additional information was received. The cylinder did have a small hole in it so it clearly had loss of fluid. The device has not been returned. It was sent off at the time of surgery and rep does not know if they will give it back.

Manufacturer narrative:
720185-01, 1000279425, reservoir flat iz 100 ml.

Event description:
It was reported that patient called to report that the implant he had in 2015 failed earlier this year. He said it would not inflate. He saw his urologist who performed a revision surgery on (B)(6) 2019. He states that when he went in for his 6 week follow up that they were not able to get his device to inflate. He is now scheduled for a revision on (B)(6) 2019. He called to inquire about the warranty on both the first device (2015) and the device he now has installed. Patient liaison explained the warranty process in that the cost of the device at the time it was implanted would be refunded to the hospital. The device must be returned to boston scientific for analysis. The patient said he was told that the device (2015) was not under warranty by the physician.